Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a surgical procedure, the tip of the thunderbeat came loose, fell into the patient¿s body, and was successfully retrieved by the surgical team. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1, h2, h3, h6, h11. Correction to d4 and g2. The broken probe tip was returned to olympus and the reported failure was confirmed. On inspection of the grasping section was inspected under microscope, the following failure was detected: 1) the probe was broken at 16.02 mm from its distal end. 2) the tissue pad in the grasping section was worn away. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, the probe was broken at 16.02 mm from its distal end. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.